Event description:
During removal of the silverhawk artherectomy catheter from the artery, the nose-cone (plaque collection reservoir) broke off from the tip of the catheter, thus requiring the physician to perform a transcatheter retrieval.